Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/28/04, the patient contacted lifescan alleging that her one touch ii meter was reading inaccurately high. She obtained results of 296 mg/dl, 300 mg/dl, and 174 mg/dl on the reported meter at unspecified times and dates. She had no symptoms of high or low blood glucose level at the time of concern. She ate food and/or drank beverage following use of the meter. She went to the pharmacy to test her blood glucose. No result obtained at the pharmacy wa provided. The patient received no treatment. The customer service representative walked the patient through two consecutive control solution tests, which fell outside the specified control solution range. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. Based on the two consecutive failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.